Manufacturer narrative:
On february 22, 2021, mentor became aware of the following erroneously submitted information in the previous report: section g2. Is report source health professional was incorrectly checked. Section g2. Is report source consumer has been correctly selected. Manufacturer¿s reference number: (B)(4) -section g2. Is report source consumer has been correctly selected.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 415cc mentor memorygel breast implant and experienced bilateral capsular contracture, baker grade IV post-operatively, which was confirmed by a physical exam. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the left side device.